Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir and that the customer experienced high blood glucose levels. The blood glucose reading was 18 mmol/l. The caller stated that she had used 3 infusion sets to treat. Upon troubleshooting, the infusion set, reservoir and insulin replacement did not resolve the issue, and air bubbles persisted after the set change. The caller reported that there were leaks from the reservoir. The caller was advised that a call back would be made in order to complete troubleshooting. Nothing further reported.